Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the conductor wire was completely broken upon inspection, and the customer was unable to confirm if the internal wires were exposed. There was no trace of thermal damage. The instrument was disposed. There was no report of instrument issue (unintended energy discharge, physical damage) related to instrument functionality during the previous usage of the instrument during a procedure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the user observed that the monopolar curved scissors (mcs) instrument conductor wire was damaged. Troubleshooting was performed by replacing the instrument to the backup and this resolved the issue. Following this, the user continued the planned procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The probable root cause of a dislodged conductor wire is associated to component susceptibility to damage through external collisions, during use, or during reprocessing.